Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during open-heart general surgery procedure. The procedure was completed with portable c arm. It was reported to philips that the system is unable to produce x-rays. Review of the logfile shows x-ray tube defect and the cause is found to be focus defect confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that system gave an alert indicating the small focus of the frontal x-ray tube was defective. The rse requested onsite support. The philips field service engineer (fse) checked the system logfile onsite and found that small focal defect and large focal used. On further troubleshooting, the fse checked tube number was 7.9 open filament and checked system created a tube report on old tube. To resolve the issue, the fse replaced the x-ray tube and recalibrated the system. The defective part was sent for analysis, for x ray tube, failure was observed and failure was found to be filament wear out or small filament blown. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating the small focus of the frontal x-ray tube was defective, preventing x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.